Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system oversensed the respiratory rate trend (rrt) signal on the right atrial (ra) lead. In addition, there was a spike in ra lead impedances measuring greater than 3000 ohms which resulted in inappropriate atrial tachy response (atr) episodes. Boston scientific technical services recommended to perform isometrics and pocket manipulation to see if the noise can be reproduced. This ra lead remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received that this ra lead also exhibited loss of capture. At this time, the ra lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system oversensed the respiratory rate trend (rrt) signal on the right atrial (ra) lead. In addition, there was a spike in ra lead impedances measuring greater than 3000 ohms which resulted in inappropriate atrial tachy response (atr) episodes. Boston scientific technical services recommended to perform isometrics and pocket manipulation to see if the noise can be reproduced. This ra lead remains in service. No adverse patient effects were reported.